Manufacturer narrative:
Device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a pump was alarming with blank screen during testing. There was no patient injury.

Manufacturer narrative:
H10: device evaluation: the pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that the device was received with no labels removed and with no damage evident. Functional evaluation found while testing the device for less than one minute with a new battery that the device alarmed and the screen went blank. Results: the customer reported problem was duplicated during the investigation in that the device alarmed and the screen went blank during functional testing. Error codes were not found in the event history log. Root cause of the reported problem would be attributed to a faulty printed wiring assembly pwa board causing the device to lose power. The pwa board would need to be replaced and the device recalibrated. Who caused the pwa board to be faulty is unknown. A manufacturing device history record DHR review was not performed because the pump is outside of its warranty period and results of the complaint investigation do not indicate a problem with the repair of the device., corrected data: d4: correction: model number: 7400.